Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00953.

Event description:
The patient was undergoing a coil embolization procedure for a gastro-renal shunt using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced another manufacturer's microcatheter to the target vessel and then prepared a pc400 coil for the procedure by soaking the coil in saline. While advancing the pc400 coil through the microcatheter via a rotating hemostasis valve (rhv), the physician met resistance and was unable to advance the pc400 coil any further after the coil had advanced about a couple of centimeters through. This first pc400 coil was removed and another attempt was made to advance the same pc400 coil through the microcatheter; however, resistance was encountered again and therefore, the pc400 coil was removed. Next, a second pc400 coil was opened and successfully deployed and detached into the patient using the same microcatheter. The physician then opened a third pc400 coil, soaked it in saline and attempted to advance it through a new microcatheter from another manufacturer. However, while advancing the pc400 coil through the microcatheter, the physician experienced resistance around the tip of the microcatheter. Subsequently, the pc400 coil was removed and another attempt was made to advance the same coil through the microcatheter. However, the physician encountered resistance again and therefore, the pc400 coil was removed. The physician continued the procedure by deploying and detaching three new pc400 coils into the target vessel using the same microcatheter. The microcatheter was then switched out for a px slim delivery microcatheter (px slim) and after that, the physician completed the procedure by deploying and detaching additional pc400 coils and another manufacturer's coils into the target vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra coil 400 (pc400) embolization coil was detached from its pusher assembly and the proximal constraint sphere was intact on the proximal end. The introducer sheath was kinked approximately 3.0 cm from the distal tip. Conclusion: evaluation of the returned devices revealed that the first pc400 would not advance out of its introducer sheath during functional analysis. It is likely that the manipulation of the pc400 during repeated attempts at insertion into the non-penumbra device caused the stretch resistant (sr) wire to become fatigued, and created a gap in between the proximal end of the embolization coil and the ddt. This gap causes the embolization coil to compress on the proximal end, which may cause friction inside the introducer sheath and cause difficulty when advancing the coil out of its introducer sheath. Further evaluation revealed that the second pc400 introducer sheath was kinked. This type of damage was likely incidental and may have occurred during packaging the device for return. However, the pusher assembly was not returned for evaluation and the proximal constraint sphere was intact on the proximal end of embolization coil. Therefore, the root cause of the detachment could not be determined. Further evaluation revealed that the px slim had a foreign material inside the hub. Therefore, the px slim could not be functionally tested during evaluation and was deemed nonfunctional. Pc400s are 100% functionally tested during in-process inspection. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.